Event description:
It was reported that during advancement, in the ostium, in a mildly tortuous, left circumflex artery, a xience v (2.75 x 28 mm) stent delivery system met resistance and could not cross the totally occluded, heavily calcified lesion. The lesion was dilated with a voyager balloon. Several attempts were made to cross, but the xience v still would not cross the lesion and, reportedly, causing the distal xience v (2.75 x 28 mm) stent delivery system shaft to "break" into two pieces on the outside of the patients anatomy. There was no difficulty with removal of the xience v (2.75 x 28 mm) stent delivery system. A new xience v (2.5 x 25 mm) stent was deployed to successfully complete the procedure. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cross it. Guide cath: ebu. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.